Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap or reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button. Insulin pump received with cracked case on the back at the battery tube area and belt clip rail case corner. Insulin pump received with partially broken or chipped retainer.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.